Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that after rasping with a 4.5 rasp, the surgeon put the stem in, but the stem sat 1cm proud of the rasp size. It was reported that eight attempts of rasping were made until the stem was seated. Additionally, it was reported that the stem was still a few millimeters higher than desired.